Event description:
It was reported that a patient underwent a myomectomy procedure in 2009. During the procedure, the blade would not advance. The surgeon had to make a small four to five centimeter incision to complete the procedure.

Manufacturer narrative:
Blade will not advance. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01271. The same patient is represented in each medwatch.